Event description:
While traveling on rough terrain (crushed lava rock) her unit became stuck. She transferred off of the unit to free it and in doing so caught her foot in the unit. She was barefoot and sustained injury to the second digit on her right foot.